Event description:
This report is based on a study in the following journal article: american journal of obstetrics and gynecology 2009; 114: 445-448. "Sepsis after bipolar radiofrequency endometrial ablation". A pt had an uneventful novasure endometrial ablation. She presented 36 hours later with chills, vomiting, diarrhea, hypotension, and a temperature of 102.3 degrees fahrenheit. Her condition worsened despite 18 hours of intravenous antibiotics: clindamycin, gentamicin, cefazolin, and vancomycin. She was taken to the operating room for an exploratory laparotomy and hysterectomy. They found "no evidence of perforation or bowel injury". The pt was admitted to the intensive care unit (ICU) following surgery and discharged on "postoperative day 3". She was discharged home from the hospital on the 5th postoperative day, with "a peripherally inserted central catheter line in place to complete a 14-day course of ertapenem". Blood cultures and a uterine tissue culture, taken during surgery, were positive for escherichia coil. Additional info was received on 08/17/2009 from the author of this article and the physician who cared for this pt post ablation. She reported that the pt had a novasure endometrial ablation in late 2007, was admitted to the hospital the next day, and had a hysterectomy the following day. She was discharged from the hospital five days later. She reported the pt "did well after discharge and had no significant long-term complications with the exception of recurrent difficulty with clostridium difficile, which was thought to be associated with her antibiotic use." Attempts to contact the physician who reportedly performed the novasure procedure the day prior to hospitalization, have been unsuccessful to date.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) and sterile lot records review could not be conducted for the disposable device as a lot number was not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) under other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. If additional relevant info is received, a supplemental medwatch will be filed.